Event description:
It was reported that during a percutaneous transluminal angioplasty, the stent delivery system (sds) became stuck on the guide wire. The 100% lesion was located in the moderately calcified and moderately tortuous left superficial femoral artery. The physician successfully deployed the wallstent endoprosthesis with unistep plus delivery system stent in the lesion, however, the physician "felt severe resistance" while attempting to remove the guide wire. The physician removed the sds and guide wire as a unit. The procedure was successfully completed with this device. No patient complications were noted and the patient's status was reported as "good".

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.